Event description:
It was reported that a device displayed a "system error 105" message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device in question. The evaluation confirmed the reported "system error 105", caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced.